Event description:
It was reported that the user experienced low glucose events while using the ilet bionic pancreas integrated with a dexcom g6 sensor (code 9515) and transmitter 853uts, and the user employs an inset teflon infusion set; the user contacted support, completed troubleshooting, performed a factory reset, and reconnected the ilet to the ilet mobile app. Symptoms included hypoglycemia. Outcomes included self-treatment with oral glucose. Investigation included customer support troubleshooting and device setup guidance. Investigation of this case revealed that the cause of hypoglycemia was unclear. It was concluded that the event involved hypoglycemia with an undetermined cause. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.